Event description:
Reporter indicated that site's handheld computer screen became frozen during interrogation. Removing and reinserting the flashcard were all done to temporarily resolve the problem. A new handheld has been provided to the site and good faith attempts are being made to obtain the product for analysis.